Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -07.00/+2.0/162 (sphere/cylinder/axis) in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional data: b5: the lens was replaced with a shorter lens and the problem was resolved. Corrected data: h3: device evaluated by manufacturer? No: h10: lens evaluation not required. Claim#: (B)(4).